Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the first device ¿worked for a while¿ and in (B)(6) 2013 the patient¿s symptoms returned. The hcp (healthcare provider) ¿determined the pump was defective¿ and took out the pump on (B)(6) 2013. The device system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.